Manufacturer narrative:
(B)(4). Products were returned to biomet orthopedics llc for evaluation and investigation. Summary of investigation: visual inspection was performed on the returned products noted foreign material consistent with bone cement on the cementing side of the metal components. Also noted nicks and dings on the polished side of the tibial component and scratches on the articular surface. No other damage was found on the returned products. Review of DHR identified no deviations/ anomalies review of the provided information indicates that the patient had arthritis that had progressed to the lateral compartment which leads to subsidence of the implants. The complaint report is non-verifiable as disease progression could not be confirmed with the provided implants. The root cause of the revision is attributed to the patient's disease progression. The tibial component was likely conforming when they were released from zimmer biomet control after review of the device history records manufacturing inspection reports. A review of the complaints data base for the past 3 years has found no similar reported events for subsidence with disease progression with this item. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Manufacturer narrative:
(B)(4). Concomitant medical products: 159550, oxf anat brg lt md size 6 PMA, lot 148940, 161469, oxf twin-peg cmntd fem md PMA, lot 804020. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent a bilateral knee replacement surgery. Subsequently, a revision procedure was performed on the left knee due to tibial component subsidence.